Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. The unit was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The device was received with intermittent buttons due to corroded keypad traces. The unit also was received with cracked case at display window corners and reservoir tube, and minor scratched lcd window.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer also stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was around 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).